Event description:
During the nightshift of june 16th, ivtm therapy began. After approximately 12 hours of therapy, the thermogard xp ivtm system (sn unknown) displayed an air trap alarm, the saline bag was assessed and was found to be empty. The staff changed the saline bag. When they noted the second saline bag was going empty, they stopped the therapy and opened the lid to find saline all over air trap and lid. The start-up kit (suk) (lot #unknown) had a leak at the air trap and was replaced. Therapy was restarted with a second thermogard xp ivtm system (sn (B)(4) because of fluid observed in the first console. However, the air trap alarm in the first console was cleared. During therapy, staff received another air trap alarm and found saline everywhere and the bottom cap on the air trap of the second suk (lot #173379) was detached. This will be the suk that will be returning. A third suk and console was obtained. The second console also had fluid inside the machine but the air trap alarm was also cleared. Therapy was completed on 6/20. No impact or consequence to patient. Please see the following related MFR report: MFR # (B)(4) for the thermogard xp ivtm system b)(4).

Manufacturer narrative:
The thermogard xp ivtm system (sn unknown) involved in the reported complaint will not be returned to a zoll service depot for evaluation because the customer resolved the issue by manually cleaning and drying the console. The console was tested and is functioning as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.